Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Deterioration or breakage of the adhesive occurred from chemical stress / physical stress. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Suggested event 2 / 3 the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that: due to damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image was not proper (image was magenta or green only); due to damage on video plug, color tone of the image was not proper (image color was magenta or green only); and due to damage on circuit board of video plug section, image noise occurred and an image could not be displayed. Additionally, the evaluation revealed the following findings: adhesive around objective lens was peeled; due to a pinhole on universal cord, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; video connector had a crack; due to damage on ccd unit, the image had distortion during angulation in up down directions; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited image issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was found that due to damage the color tone of the image was not proper, image noise occurred, and an image could not be displayed. Additionally, the adhesive around the objective lens was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction(s) found during device evaluation.